Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the complaint device was returned for analysis. However, stent damage was also noted. A visual and microscopic examination found that the stent was kinked at two locations with struts slightly lifted and misaligned. No issues were noted with the tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a percutaneous coronary intervention, crossing difficulties were encountered. The 90% stenosed target lesion is located in the severely tortuous and severely calcified left circumflex (lcx) artery. The target lesion was predilated with a 2.0x20mm unspecified balloon catheter. A 3.00x8mm promus element plus stent was then advanced, however; the physician was unable to cross the target lesion. The procedure was completed with another of the same device and no patient complications were reported. The patient post procedure was stable. However, returned device analysis revealed stent damage.